Manufacturer narrative:
This medwatch report is being filed as a good faith measure. Product was discarded by the healthcare facility; therefore, no physical or visual analysis of the device could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As indicated in the device instructions for use (dfu), intended use: the safari2¿ guidewire is intended to facilitate the introduction and placement of interventional devices within the chambers of the heart, including those used in transcatheter aortic valve procedures. As indicated in the device instructions for use warnings: never advance the guidewire against the resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing the guidewire after device deployment. The wire should only be introduced into or withdrawn from the ventricle through a catheter already positioned into the ventricle. The curve of the safari2tm guidewire should be constrained within a catheter during insertion into or withdrawal from the body or treatment site. As indicated in the device instructions for use: 1. Ensure a catheter is appropriately placed in the ventricle or other intended treatment area. 2. Carefully remove the safari2 guidewire, from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3. After inspection of the safari2 guidewire, advance the j-straightener over the distal section of the safari2 wire to straighten the curve. 4. Insert the safari2 guidewire into the hub of the catheter with the aid of the j- straightener. 5. Carefully advance the distal tip of the safari2 guidewire into the lumen of the catheter. 6. Remove the safari2 guidewire j- straightener by withdrawing it over the length of the safari2 guidewire. 7. Advanced the safari2 guidewire through the catheter under fluoroscopic guidance. 8. Confirm safari2 guidewire curve position to assure safari2 guidewire placement and stability. 9. Maintain wire position while tracking or advancing a catheter or device over the wire. 10. To remove the guidewire from the treatment area: a. A catheter must be advanced into the treatment area over the safari2 guidewire prior to withdrawing the wire. B. The safari2 guidewire is pulled back completely into the catheter. C. The safari2 guidewire may then be withdrawn from the catheter. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors have contributed to the event. Patient information was not provided; therefore, part a could not be completed. The lot number for the device was reported as not available; therefore, section d4 could not be completed, including the UDI number. The sections left blank or unknown on this form could not be completed due to missing information. Attempt to gather further details to obtain the information were made. No additional information was provided regarding this event. Should additional information be received, a follow up medwatch report will be submitted. Although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected due to component code (g) showing up on the missing data report.

Event description:
Event description: difficult calcified access point through right femoral required multiple exchanges of sheath. Finally, access confirmed using edwards esheath 14fr. Pre procedural CT annular measurement 22.4mm perimeter derived, planned for acurate prime 23mm valve. Predilation with 20mm vacs iii 20mm balloon - repeated once due first inflation being unstable. Valve implantation wise nice straightforward positioning including achieved commissure alignment requiring slight active rotation. Valve implanted in good nominal implant depth. When checking cusp overlap view, there was under expansion of upper crown recognized with slight appearance of bended commissure post. Contrast injection done with safari guidewire across the implant showed central leak making assessment of sealing difficult. Decision to do post dilation with same 20mm balloon. Good stable balloon position. Patient developed 3rd degree av block and was hemodynamically unstable after post dil. Wire and balloon were left in left ventricle for pacing through the wire until vena access and temporary pacing lead was tracked to right ventricle. At this stage, patient was hemodynamically unstable possibly due to combination of conduction disturbance and aortic insufficiency caused by guidewire and balloon positioned across the implanted bio prosthesis and required interim chest compressions until it was safe to remove guidewire and balloon from left ventricle. After removing all the items from the left ventricle, patient hemodynamics fully recovered and also patient's own sinus rhythm returned. Patient was conscious and oriented when leaving the operating room, but during post operative care, it was noticed they had visual field deficiencies in their eyesight. Brain CT scan done post operative and did not reveal any infraction, patient recovering in hospital. Patient present at time of event? Yes. Patient complications: stroke, hypotension. In the physician's opinion, did the device or procedure cause or contribute to the patient complication? Yes. Please describe the way in which the device or procedure caused or contributed to the patient complication? During the procedure patient developed 3rd degree av block and was hemodynamically unstable which could have affected cerebral perfusion. Medical or surgical interventions: patient heart rate was supported with external pacemaker and vasoactive medication was used to support hemodynamics. Patient admitted to hospital beyond the standard of care: yes. Patient discharged from hospital? No. Patient outcome: the issue is ongoing. Time of event - other: patient hemodynamically unstable during the procedure, in post operative care it became relevant that the patient had developed visual field deficiencies. Ecare event description: besides the difficult access (planned for) pretty straightforward case until post dilatation. Access: could not get isleeve in more than max. 1/3 of it, also when taken out there was a clear kink on the surface (one fold started to open). Change for esheath, using dilatator few times in order to enlargen the narrowing and only after 2nd dilatator use (and leaving the dilatator there for some extra time) got esheath in. Also, wire was changed for stiffer, 2 times first super stiff and then "lunderqvist". When inserting prime ds seemingly quite some force was needed but nothing excessive. Commissural alignment done, turning handle (away from hcps) and checking in cusp overlap view. Good height of the valve. Post dilation done w/ the same size balloon and patient goes into a 3rd degree av-block soon afterwards. After 15-20 min of work (compressions on the chest, medical treatment, getting bp up, etc.) Patient stabilized. Checked with dr. The following day: patient hemodynamically fully recovered, valve on echo ok: gradient 16/9 mmhg and no pvl. Unfortunately, patient developed visual field deficiencies and probable stroke (day of procedure head CT was normal). Moderate-severe calcification on jugular vessels. Photo or video of issue: no. Patient complications questions: question: are any patient status updates available? Answer: expecting full recovery, will update when available. Question: leak post procedure? If yes, type of leak and severity: answer: no paravalvular leak. Question: was post-dilatation performed? If yes, balloon size: answer: 20. Question: was pre-dilatation performed? If yes, balloon size: answer: 20. Question: what type and size of guidewire was used? Answer: safari2 small. Question: what were possible contributing factors (comorbidities etc)? Answer: lowered ef%, vascular access difficulties prolonging the procedure, dilated ventricle. Question: what interventions were performed? (Surgery, CPR, blood transfusion etc) answer: vasoactive medication, external pacing, CPR. Question: what symptoms did the patient experience? Answer: visual field deficiencies post operative. Question: when did the event occur? If post procedure, how long after? Answer: na. Question: were anticoagulant or antiplatelet medications given prior to tavr procedure? If yes, which medications? Answer: na. Question: when did the symptoms begin in relation to the valve implant? Answer: post operative same day. Question: how long did the symptoms last? Answer: n/a. Question: origin of stroke? Answer: low blood pressure during procedure. On 21apr2025: 1. It was reported: "also wire was changed for stiffer, 2 times first super stiff and then "lunderqvist". A. At what points during the procedure did these guidewire exchanges occur? During puncture site access. After initial difficulties advancing the isleeve 14fr in to the femoral puncture site, the wire was exchanged to stiffer one (lunderqvist) which was parked in the ascending aorta. After successful insertion of edwards esheath, the lunderqvist was removed and the aortic valve crossed with per standard practice. After successful crossing of aortic valve, the safari guidewire placed in left ventricle with pigtail catheter b. At what point in the procedure did the use of the lunderquist wire begin? After first advance attempt of introducer sheath failed, the lunderquist wire used for inserting second sheath (esheath 14fr). C. "Also wire was changed for stiffer, 2 times first super stiff", what type/brand of guidewires does this refer to? Between attempts, amplatz super stiff wire was first used with only dilator advancement before exchanged for stiffer lunderqvist for esheath introducing. D. Is the lot number available for any safari2 guidewires? Not available. E. Will any guidewires be returned for analysis? No return. F. Will the isleeve be returned for analysis? No return. 2. It was reported: "wire and balloon were left in left ventricle for pacing through the wire until vena access and temporary pacing lead was tracked to right ventricle. " which brand/type of wire was used for temporary pacing? Safari2 guidewire. 3. What is the patient's current status? A. Did their visual field deficiencies resolve? No update at the moment. Will follow up with the physicians. B. If they have been discharged, on what date? No update at the moment. Will follow up with the physicians. On 22apr2025: question: reason the safari2 guidewire is not being returned? Answer: discarded by the healthcare facility.